Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. The defective part was returned for analysis and concluded that the memory check was failed. Upon further investigation, fse replaced the host pc and host pc hard drive, backup load and license update for new host pc was performed successfully. After replacement of the host pc and host pc hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.